Manufacturer narrative:
The device referenced in this report has not been returned to siemens for evaluation. If additional information is received or if the device is returned at a later date, this report will be supplemented.

Event description:
It was reported that after the patient was sedated, the patient underwent an atrial fibrillation (afib) procedure. After the catheter was inserted into the patient, the physician attempted to get the catheter to work; however, it kept getting stuck and would not generate an image. The ultrasound system was rebooted and the functionality was restored. After the catheter was replaced, the issue was resolved. There was a delay of 30 minutes while the replacement catheter was prepped. There was no patient adverse event reported. No additional information was provided.

Manufacturer narrative:
This supplemental report is being submitted to provide the date new information was received and the type of report provide the type of reportable event, provide the type of follow-up, update the event problem and evaluation codes and provide additional manufacturer. After several attempts were made to obtain the catheter referenced in the initial report, it was not returned to siemens; therefore, the investigation of the device could not be performed and the cause of the reported phenomenon could not be conclusively determined. Based on trend analysis, the probable cause of the reported phenomenon could be stack damage or saline contamination due to user error. (B)(4).